Manufacturer narrative:
The field service engineer (fse) confirmed the reported problem. The fse replaced the vga controller pcb to resolve this issue. The reported problem was found to have occurred during testing. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.

Event description:
The customer reported the device hangs up and then shut down. No patient harm reported.